Event description:
It was reported that a intellanav mifi open-irrigated catheter and a woven catheter were selected for a ablation procedure. During the procedure high amplitude and frequency noise on both the rhythmia and non-boston scientific recording system. After checking connections and patches it was noted that the ECG limb/chest cable was worn. The noise was resolved by exchanging the intellanav mifi. On the second catheter also had noise but the noise level was an "acceptable" amount. While mapping the left atrium the patients blood pressure dropped and the physician diagnosed a pericardial effusion with a intra-cardiac echo. The procedure was ended and pericardiocentesis was performed. The patient was noted to be stable and admitted to the intensive care unit. The physician was unable to attribute the pericardial effusion to any one device.

Manufacturer narrative:
Visual inspection of the device showed dried saline in the luer, shaft, and on the tip of the returned device. The mini electrodes were microscopically examined and no definitive cracks in the mini electrode collars were noted. Electrical continuity checks revealed no electrical opens or shorts, all electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested, the lumen pressure decay was measured three times, starting with 107 psi, pressure decay values are within an acceptable limit. The distal tip was submerged in saline water for 10 minutes: the bond between the tip and shaft was above the water surface. Tc+ and tc- to tip resistance measurements remained open. Next, the device was connected to a metriq pump. For 30 minutes at a flow rate of 30 ml/min, tc+ and tc- to tip resistance measurements remained open. The device was connected to a maestro generator, arrhythmia hdx system. Impedance readings were normal. Three 120 second, 50w ablations were performed. All three ablations (straight, right & left curve) were normal with no error codes or warnings. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a intellanav mifi open-irrigated catheter and a woven catheter were selected for a ablation procedure. During the procedure high amplitude and frequency noise on both the arrhythmia and non-boston scientific recording system. After checking connections and patches it was noted that the ECG limb/chest cable was worn. The noise was resolved by exchanging the intellanav mifi. On the second catheter also had noise but the noise level was an "acceptable" amount. While mapping the left atrium the patients blood pressure dropped and the physician diagnosed a pericardial effusion with a intra-cardiac echo. The procedure was ended and pericardiocentesis was performed. The patient was noted to be stable and admitted to the intensive care unit. The physician was unable to attribute the pericardial effusion to any one device.